Event description:
It was reported that the pulse generator was difficult to interrogate and did not display measured data in the ddd mode. When programmed to vvi mode, measured data could be read. The device was nearing elective replacement indicator (eri), and would be replaced.

Manufacturer narrative:
Na